Manufacturer narrative:
(B)(4). Pump passed displacement test, sleep current measurement and active current measurement. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No charge/battery anomaly or unexpected power loss alarm noted during testing. No unexpected power loss alarm noted in the pump trace download. Pump error 63 (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/vibrate/absence of alarm during self test due to pump error 63. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit had minor scratched display window, scratched display window cover, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit uploaded properly using carelink. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had problem with batteries and it lasting for maximum three days. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.